Event description:
It was reported that the user tried both a foley probe and an esophageal probe to temperature port one on the arctic sun device but were not getting a temperature reading. Mss advised that if multiple probes were not registering, then it was likely an issue with the temperature in cable. The user would try to find a cable from another device to use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is temperature cable failure. However this cannot be confirmed. Mss advised that if multiple probes were not registering, then it was likely an issue with the temperature in cable. User would try find a cable from another device to use. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (temperature cable) product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the user tried both a foley probe and an esophageal probe to temperature port one on the arctic sun device but were not getting a temperature reading. Mss advised that if multiple probes were not registering, then it was likely an issue with the temperature in cable. The user would try to find a cable from another device to use.